Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was reported that seven days after event onset, the patient was hospitalized for abdominal pain. Seven days after peritonitis onset, the patient was treated with injection vancomycin (1gm, once daily, intravenous, ongoing) and tablet ciprofloxacin (500mg, once daily, oral) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from peritonitis event. It was reported that, eight days after peritonitis onset, pd therapy was discontinued and the patient shifted to hemodialysis (ongoing). No additional information is available.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that the on an unknown date, the antibiotics treatment were discontinued and the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.